Manufacturer narrative:
Brand name: micra, model: mc1avr1-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 19-feb-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced possible tamponade and pericardial effusion. It was noted that the patient had to go to the operating room (or) for surgery. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.